Event description:
It was reported that this inflatable penile prosthesis (ipp) could not be activated at the post-surgical appointment. It was noted that it felt like there was air in the pump. In-clinic troubleshooting was not successful so a computed tomography (CT) scan and a revision surgery were scheduled. The CT scan showed that the pressure-regulating balloon (prb) was empty and had migrated from the retropubic area to under the skin. During the surgery, a hematoma in the abdomen was identified; physician does not believe it was caused by the prior surgery. A hole was noted in the prb, which was believed to be the source of the fluid loss. The pump and prb were explanted and replaced, the new components were plugged in to the existing cuff. No additional patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) could not be activated at the post-surgical appointment. It was noted that it felt like there was air in the pump. In-clinic troubleshooting was not successful so a computed tomography (CT) scan and a revision surgery were scheduled. The CT scan showed that the pressure-regulating balloon (prb) was empty and had migrated from the retropubic area to under the skin. During the surgery, a hematoma in the abdomen was identified; physician does not believe it was caused by the prior surgery. A hole was noted in the prb, which was believed to be the source of the fluid loss. The pump and prb were explanted and replaced, the new components were plugged in to the existing cuff. No additional patient complications were reported.

Manufacturer narrative:
Correction to field b5 describe event or problem.

Event description:
It was reported that this artificial urinary sphincter (aus) could not be activated at the post-surgical appointment. It was noted that it felt like there was air in the pump. In-clinic troubleshooting was not successful so a computed tomography (CT) scan and a revision surgery were scheduled. The CT scan showed that the pressure-regulating balloon (prb) was empty and had migrated from the retropubic area to under the skin. During the surgery, a hematoma in the abdomen was identified; physician does not believe it was caused by the prior surgery. A hole was noted in the prb, which was believed to be the source of the fluid loss. The pump and prb were explanted and replaced, the new components were plugged in to the existing cuff. No additional patient complications were reported.